Event description:
Presence of recalled monoject pre-filled saline and heparin syringes in home, lot # 13a0084. Unsure if client ever rec'd flush. Client with no symptoms of infection, however he has persisted problems with cvl clotting and transient elevated temp after line is flushed.